Manufacturer narrative:
The investigation for the reported ventricular fibrillation (vf) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf could not be determined. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ added- h6 component code 925 d4-corrected model number in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 78-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that when the guidewire was placed into the left anterior descending artery, the patient had multiple rounds of ventricular fibrillation requiring the patient to be shocked eight times. The patient did not convert independently and cardiopulmonary resuscitation was performed. Medications were administered. The patient was intubated. Return of spontaneous circulation was achieved.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. There was no issue found during the case. The device functioned/operated to specification. Upon review of the data on the device it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. Additional information: b1 product problem b5 b7 d10 concomitant medical products and therapy dates h3 h6 medical device problem code h6 type of investigation h6 investigation findings h6 investigation conclusions h10.

Event description:
The complainant reported that the patient on impella support experienced a placement signal not reliable alarm occurring during rounds. Alarm was disabled and echocardiography was called to confirm placement. P5 was confirmed with appropriate flows and waveforms.